Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were located inside of the loading device body. The green slide lock remained locked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal bunched up during the loading process. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.